Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a fall that occurred in (B)(6) 2016 where the patient fell down 5 cements steps and landed on the implantable neurostimulator (ins) site. Since the fall, the patient had terrible back pain, could not lie down, had been to the emergency room, and had high blood pressure from the pain. On (B)(6) 2016, the patient went to the healthcare provider (hcp) and the hcp did an x-ray of the lumbar spine. The hcp told the patient to come back to the office to have the rep check the stimulator. The rep turned the stimulation up as high as it could go, but the patient could not feel it. There was a sudden onset of back pain. Further information received from the hcp reported they were awaiting approval for the results of the x-ray and for actions to take to resolve the event. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.